Event description:
It was reported that the right atrial lead was explanted due to recurrent dislodgement due to recurrent atrial fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.